Manufacturer narrative:
Sections d updated to align with the information listed on gudid.

Event description:
The device was returned for a touchscreen losing input functionality. This was observed here as the screen did not accept inputs. An internal investigation was performed and found the touchscreen input cable was unplugged. After plugging it back in and checking that the connection was not loose, touchscreen functionality was restored.

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Problem: screen inoperative / frozen. Preliminary review of logs shows a mechanical hardware failure (screen, no input). An active infusion was not stopped; no adverse event was reported. Additional information is needed to complete the investigation.